Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and found damaged dso seal, damaged battery compartment, and scratched lens. The reported problem was duplicated. To address the issues, the dso seal, battery compartment, and lens were replaced.

Event description:
It was reported that device's battery compartment was broken and there was a "maintenance" message. There was unknown patient involvement.